Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 300 mg/dl and 80 mg/dl. Customer took an extra metformin for the reading of 300 mg/dl, and also had juice and/or a dessert for the reading of 80 mg/dl. No adverse event reported. Requested return of suspect device and strips; however, the customer no longer has the test strips. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.